Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the trochanteric reattachment failed to hold during surgery (cable set was used). A cerclage wire was used as an alternate. The patient status outcome is unknown. There was a less than desirable treatment outcome. The procedure was successfully completed, the event resulted in a greater than a 30 minute delay. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
The incorrect lot number was initially reported. The correct lot number was discerned via the returned product. Therefore, there was a delay between actual receipt of the product and the aware date of the receipt of the product. Pioneer surgical technology manufactured the provisional tensioning device, part #391.884, and lot #p301262 on po # (B)(4) for (B)(4) pieces delivered march 14, 2003 and on po # (B)(4) for (B)(4) pieces delivered march 31, 2003. Initially, the part conformed to the supplier¿s certificate of conformance, dated march 11, 2003 (po # (B)(4)) and march 27, 2003 (po # (B)(4)), and synthes final inspection sheet # (B)(4), revision ¿b¿. The parts were released to the warehouse on march 17, 2003 ((B)(4)) and april 1, 2003 ((B)(4)). There were no material record reviews, nonconformance reports, or complaint related issues with this lot. The provisional tensioning device was made to the synthes drawing p/n 391.884, revision ¿b¿, released on january 25, 2000. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.